Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 4.1 & 4.2 were failed and was not detected on the bus. A field service engineer (fse) removed the rear cover, checked all the light emitting diodes on the controller were lit, powered down the station, checked the bus cable and reseated the controller connectors to resolve the issue. The fse tested the drawer in the hardware test application and the customer successfully inventoried the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawers 4.1 & 4.2 were failed and was not detected on the bus. Customer tried to reboot and recover, but the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event